Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely degradation resulted in component failure which led to the malfunctions of corrosion on the light guide bundle and a corroded light guide prong. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited corrosion on the light guide bundle and a corroded light guide prong. There was no patient involvement.